Manufacturer narrative:
Device is an instrument and is not implantable. Investigation is pending.

Event description:
In 2007, an inquiry was made regarding an extra pathfinder extender sleeve returned with a complaint part. The representative stated the during a 2 level thoraco-lumbar interbody fusion surgery using the pathfinder system, the middle extender sleeve disassociated from the screw several times throughout the case. Upon inspection of the instrument, it was discovered that the tips of the sleeve were bent. A surgical kit was retrieved from another hospital to complete the case causing a surgical delay of 2 hours. There was no reported injury to the patient.